Event description:
It was reported that the patient received a vibratory alert. Upon interrogation, out-of-range measurements were noted. During revision, it was noticed that the setscrew was loose. Setscrew was re-tightened and normal values were noted with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.